Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced left high resolution stereo viewer (hrsv) for the reported problem. System tested and verified as ready for use. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported failure was replicated. No related error codes were found in artemis or remotefe. Upon visual inspection, no issues were found that could be related to the reported event. The unit was installed in a golden system, where the hrsv monitor displayed a solid black screen upon power-on, successfully replicating the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia ipom surgical procedure, user informed the technical support engineer (tse) that the console's left eye was black. The user attempted to resolve the issue by replacing the endoscope and performing a hard reboot on the system, but these actions did not resolve the problem. The user converted the procedure to another dv system to continue with the procedure as planned. A procedure delay of 15 minutes was reported.